Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be esm board pn-161658 in consequence the correction to replace the esm board resolved the issue. There was no patient or user harm. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: störmeldung: keine beatmungsfunktion , tf231008, tf249010, tf249011, tf249013, tf249004 config file defekt, option file defekt, o2-mixer leak, mischer undicht. At this point, it is unknown if the device was in service or being prepped for clinical use on a patient. No patient harm was reported.

Manufacturer narrative:
The investigation is still ongoing. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: störmeldung: keine beatmungsfunktion , tf231008, tf249010, tf249011, tf249013, tf249004 config file defekt, option file defekt, o2-mixer leak, mischer undicht. At this point, it is unknown if the device was in service or being prepped for clinical use on a patient. No patient harm was reported.